Manufacturer narrative:
A ge service representative helped the customer correct the system over the phone. The system was found to be working and put back into service.

Event description:
The customer reported that the 9600 system would not acquire images during case. No pt injury was reported.